Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Additional info has been requested, however, no additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
It was reported when the oxygen connector ws connected with the oxygen tank, the disconnected occurred immediately. The clinician tried again, however the disconnection occurred again so the device was changed to another lot product and no disconnection occurred.